Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Failure (event) observed during analysis. External insulation abrasions were noted at 10.2 -10.5cm and 10.6-10.9cm from the distal tip electrode, consistent with lead friction to another device or heart feature. Externalized conductors due to external and internal insulation abrasion were noted at 7.6 -10.5cm from distal tip electrode. The etfe coating was intact at these abrasion locations.